Event description:
The consumer reported that she needed to find a new healthcare professional because her implant stopped working and she had a loss of therapy. The patient stated that the implant had stopped working and now her back and legs were in pain. The patient mentioned that her pain issues were all over her body and had been gradually getting worse over time. The indications for use were post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had found a new managing physician and notified them about the loss of therapy and had an appointment on (B)(6) 2016. The patient stated that there were no circumstances that led to the loss of therapy as ¿it just stopped working.¿ the patient noted that no steps had been taken as of yet to resolve the loss of therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.